Manufacturer narrative:
Block d2b: subsequent product codes kqm, ntn. Block h6: imdrf device code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds controller was attempted for use during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026, for the treatment of biliary stricture. During the procedure, the spyscope ds controller did not display an image on the monitor. After inspection, it appeared that there was not a proper connection at the port where the catheter is connected to the controller. The physician was unable to complete the ercp due to this event. No patient complications were reported as a result of this event.